Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had changed the site and treated with a syringe because their blood glucose levels have been running high. Customer took another shot and their blood glucose levels went down. Customer's blood glucose level was 12.2 mmol/l. Customer had done the self test twice and noticed there was an increase in their blood glucose levels while on the pump. Customer had symptoms of high blood glucose levels such as fatigue, thirst, excessive urination, and general illness. Customer did not contact their health care professional for their high blood glucose levels. Customer treated with the pump and manual injections. Customer found small bubbles at the base of the set/connector. Customer was assisted with removing the reservoir and rewinding the pump. Insulin did exit the tubing. Settings were found to be correct. Customer will be sent a tubing clamp. Customer was advised to change the entire set, reservoir, and insulin. No further assistance needed.